Manufacturer narrative:
(B)(4). This MDR was initially reported due to the absence of information. Upon receiving the additional customer information of no patient involvement it was concluded that this event is determined to not be a reportable event. Manufacturer report number 1314492-2016-04597 can be removed from the FDA database.

Event description:
On 8/26/2016 the customer reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 345 alarms which were reproduced. The alarms were confirmed during a review of the event history log. Evaluation found a failing upstream sensor to be the cause. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump displayed system error 345. Any patient involvement, injury or medical intervention is unknown.